Event description:
It was reported that this left ventricular (lv) lead was exhibiting oversensing. Technical services (ts) was consulted and explained impedance had decreased abruptly but remain within normal limits. The lead remains in service. No adverse patient effects were reported.